Event description:
Indication: common variable immunodeficiency, unspecified. Strength(s): 5 gm/vl; 10 gm/vl, 20 gm/vl. Patient (pt) states curlin pump was beeping and was turning on and off. Home health nurse was unable to trouble shoot, completed infusion via gravity. No missed dose reported. Availability of device for investigation dependent on pt returning. Return material sent to pt. Pt replaced device. No further info.